Event description:
Patient receiving ecp (photopheresis) treatment, utilizing sterile disposable kit, via therakos cellex instrument. Difficult to maintain good blood flows via patient's double lumen hemocath. Many air bubbles visualized in her collect line, presumably causing system pressure alarms. Several diagnostic remedies put into place, with the advice of the therakos technician via telephone. Centrifuge bowl unable to empty contents or return whole blood processed back to patient. Dark red clumps noted in centrifuge bowl. Treatment ended without therapy given. Approx. Blood loss from patient is 200cc. Patient has no sob/lightheadedness/dizziness, vss.